Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no alerts on the g5 application and an adverse event. The patient's mom reported that she heard the receiver alert and found the patient in a hypoglycemic state. The continuous glucose monitor (cmg) showed a reading of 41 mg/dl. The patient's mom called 911. The emergency medical technician (emt) arrived and transported the patient to the emergency room (ER). The patient was administered gluco gel in the ER. The patient was observed overnight and was released from the hospital in the morning on (B)(6) 2017. The patient's mother does not recall any other treatments that were performed on the patient while in the ER. Additionally, it was indicated that while the patient's mom heard the alert on the receiver, the g5 application did not alert. At the time of event the patient was in stable condition. Data was received for evaluation. A review of the data log did not confirm the reported event of no audible low alert on the g5 application. The root cause could not be determined.